Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Whilst tightening hcs screw, cannulated t15 screwdriver shaft broke upon tightening. A second t15 cannulated screwdriver was used which also broke. All pieces were retrieved.